Event description:
Key objects (ko) of a prior study are labeled with the currents' study level data. This includes the study date tag. Because the prior ko acquires the more recent study date, it will not be labeled as a prior.

Manufacturer narrative:
Eval summary: key objects (kos) of a prior study are labeled with the currents' study level data. This includes the study date tag. Because the prior ko acquires the more recent study date it will not be labeled as a prior. Launch current with prior. Create ko of prior (attaches to current). At this point the ko is correctly labeled. Go back and select the prior study directly. Thumbnail will display the correct study date etc. Now, relaunch the application. Launch the current. The priors ko will 'not' be correctly labeled as a prior. Select the prior study directly. The prior thumbnails will show study date etc from the current study. The prior study is effected because the ko reference uses the same cached dicom object as the prior study uses. Normally this is fine but if the update data is incorrect it affects all users of the object. Series-level attributes are not affected, only pt and study level. If the prior study is launched first, then the current problem does not occur. This is because the dicom header is already cached from the first launch.